Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has pressed the wrong button on the pump causing the wrong amount of insulin the be delivered. Customer stated blood glucose levels were impacted, but could not give a specific blood glucose level value. Troubleshooting with tandem technical support was performed and pump was functioning as intended. Customer stated that when blood glucose level were impacted they drank juice or delivered more insulin to stabilize blood glucose levels.